Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the patient underwent recanalization with stents and crushing of the filter against vena cava wall due to the filter chronically occluding. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the patient underwent recanalization with stents and crushing of the filter against vena cava wall due to the filter chronically occluding. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of gastrointestinal (gi) bleeding. The indication for the filter placement was not reported. The filter was implanted via the right groin. Approximately six months after the implantation, the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc) with chronic thrombus in the filter and was unable to be retrieved. The patient was treated with the crushing of the filter against the ivc wall and re-canalization with stents to open the blood flow. No attempts to retrieve the filter were documented. The patient further reported having experienced emotional distress, mental anguish, anxiety and stress. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the patient underwent recanalization with stents and crushing of the filter against vena cava wall due to the filter chronically occluding. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis/occlusion within the device or within the ivc vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the patient underwent recanalization with stents and crushing of the filter against vena cava wall due to the filter chronically occluding. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages. The following additional information was received per the patient¿s medical records: the patient had a history of gastrointestinal (gi) bleeding. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately six months and six days post implantation. The patient reports blood clots, clotting and or occlusion of the inferior vena cava (ivc), filter is crushed against the vena cava wall for re-canalization and the device unable to be retrieved, although no known retrieval attempt was made. The patient further reports total occlusion of the filter with chronic thrombus, filter crushed against the vena cava wall and the vein was re-canalized with stents to open the blood flow. These injuries have caused emotional distress, mental anguish, anxiety and stress.